Manufacturer narrative:
Completion of service pending.

Event description:
The international customer reported the ventilator could not boot up and battery alarm was sounding. The customer reported the device was not in use therefore there was no patient involvement. The manufacturer's service provider ordered a power supply for replacement to address the reported problem. Power failure due to loss of ac or battery power may result in shutdown of device during normal ventilation operation.